Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that stated, "malfunction s321 alarm and on/off button works intermittently." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility a s321 (motor error-pmc, left) malfunction alarm code noted. No additional information was provided.